Manufacturer narrative:
On 31 may 2016 it was prepared a final report with the information already submitted in the previous reports. On 07 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
We requested a chemical/ physical analysis of the material to an external lab , in order to verify eventual anomalies. Also, the (B)(4) project manager conducted a mechanical test. On the basis of these analysis, the breakage must be considered as an isolated case not imputable to the manufacturer so it was decided to monitor this kind of issue in order to find out if any modification will be necessary. On 27 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: the visual inspection confirms what reported during the preliminary investigation. The signs of damage have been probably caused by excessive impacting force or because of using the device in a wrong way to impact not only femoral components (i.e. Tibia implant).

Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 156942: the (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-01-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager on (B)(6) 2016: the femoral impactor probably clipped due to an excessive force during impaction. The breakage could be caused because of a not adequate lateral impaction on the femoral component or for a not perfect femur resections preparation which forces the surgeons to use too much force to put the trial femur in place. Not yet received

Event description:
During surgery, when the surgeon was impacting the femur, the femoral impactor chipped. The femoral impactor chipped during the last impaction, so this did not cause a delay in the surgery. The surgeon was able to recover all the chipped off pieces. The surgery was completed successfully. There are no x-rays. The instruments will be returned to medacta international.